Event description:
Sorin group (B)(4) received a report that the pump went into overheat alarm. The patient was not affected.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that post the pump went into overheat alarm. The patient was not affected. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.